Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) developed a pleural effusion one week post implantation procedure. The effusion was on the right side. The location of the device is unknown but would expect a left sided implantation. There was no report of a perforation. The procedure form indicates there were no complications during the surgery.